Event description:
The customer reported that prior to use on a patient the iabp won't work with a fiber optic balloon. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service center replaced the fiber optic lamps in the fiber optic module and performed functional and safety tests. Pump was returned to the customer. The part replaced is being requested to be sent to the manufacturing facility in (B)(6) for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).